Manufacturer narrative:
Sc-1200 sn (B)(4): device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent a procedure wherein the ipg was explanted. There was no device malfunction suspected.